Event description:
While therapy was being initiated on a patient, the pressure waveform was not being displayed on the unit. The patient was switched to another unit and therapy was continued. No patient injury was reported.